Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. The root cause cannot be conclusively determined; however, this event was likely due to patient and/or procedural related factors at the initial time of surgical valve implantation. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "aortic balloon valvuloplasty can be used to 'stretch' bio-prosthesis in patient prosthesis mismatch author hassan alkhawam et al. It was reported that this patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to severe aortic stenosis and patient prosthesis mismatch (ppm). The patient presented with chest pain and shortness of breath and found to have severe aortic bioprosthetic stenosis confirmed by tee. The tavr procedure was performed with a 26mm non-edwards transcatheter heart valve. Balloon valvuloplasty was performed with a 23mm balloon allowing the 26mm transcatheter valve to be deployed.